Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of cracks in all corners of the display and compromised force sensor system alarm. The customer's blood glucose level was unknown at the time of the incident. The product was returned for analysis.

Manufacturer narrative:
The insulin pump was unable to prime during prime test and motor error alarm during basic occlusion test due to faulty force sensor. No prime alarm noted. The insulin pump passed idle current test, run current test, self-test, off no power test, error test, displacement test and rewind test. We were unable to perform basic occlusion test and occlusion test due to prime anomaly. The insulin pump was received with cracked display window, cracked case at display window corners and cracked reservoir tube lip.